Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t, the event occurred in india. Livanova field service engineer was dispatched to customer facility, confirmed the issue, and to fix it, the stirrer motor has been replaced. A review of the device¿s service history confirmed that one similar events have been communicated to livanova in 2023. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, the most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that the heater cooler 3t system showed error code ee07 (stirring mechanism is blocked (too slow)). The event occurred during priming. There is no report of any patient injury.